Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a coronary intervention with impella support. Reportedly, three prostyle unknown failures were noticed. The sheath was upsized to 14f, and the coronary procedure was completed. Calcification was treated with a 1.5 rotapro. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional vessel closure devices referenced in b5 are filed under separate manufacturing report numbers.